Event description:
Customer reported that they had a radiation treatment session which was fully treated, but the history shows only a partial treatment. One field was missing from the treatment history. At this time, the radiation therapists claimed that they had treatd all of the fields. Subsequently it was determined kthat the field was in fact skipped, resulting in a poetntial under-dose to the patient. If this plan were to continue without further adjustments, this would be an under-dose from the patient prescription.